Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix found the type ia endoleak is unconfirmed and the additional endovascular procedure is confirmed. This is moderately consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure related harms could not be determined. The final patient status was reported as discharged to home on postoperative day one in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. Corrections: d1: product family has been updated. D2: common device name has been updated. D4: model number has been updated. D4: lot # has been updated. D4: expiration date has been updated. D4: unique device identifier (UDI) # has been updated. D10: therapy dates has been updated. H4: device manufacture date has been updated. H6 investigation finding codes - remove code 3233. H6 investigation conclusion codes - remove code 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2019 with implant of an afx2 bifurcated stent graft and afx vela suprarenal. An angiogram conducted during routine follow-up on approximately 19 august 2024 identified a possible endoleak of indeterminate origin however, it was ultimately determined to be a type 1a endoleak. Reintervention was successfully completed on 26 august 2024. The initially implanted graft was relined with an afx2 bifurcated stent graft; however, the endoleak was still present. A proximal vela suprarenal was placed higher than the original proximal extension however, the endoleak still persisted. A palmaz (non-endologix) balloon mounted stent was placed in the proximal extension and inflated twice. The second inflation stopped the type 1a endoleak. The patient was released home the next day.